Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer reported that the reservoir was not able to lock in to place. The customer declined troubleshooting for high blood glucose level. Customer was advised to disconnect form the insulin pump. Customer was advised to try to rewound the insulin pump and rewound was complete. The insulin pump was not returned for analysis. Frn-unk-rsvr, unomed inf set.